Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("device removal on patient request"), joint stiffness ("loss of joint motion"), arthralgia ("joint pain"), neuralgia ("nerve pain") and dizziness ("dizziness") in a (B)(6) female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendectomy and cholecystectomy. In (B)(6) 2010, the patient started essure. In (B)(6) 2012, the patient experienced joint stiffness (seriousness criterion hospitalization) and arthralgia (seriousness criterion hospitalization). In (B)(6) 2013, the patient experienced neuralgia (seriousness criterion hospitalization) and dizziness (seriousness criterion hospitalization). In 2014, the patient experienced headache ("headaches"), libido decreased ("reduced libido"), disturbance in attention ("difficulty concentrating") and musculoskeletal stiffness ("stiff neck"). On (B)(6) 2017, the patient experienced medical device removal (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (operative laparoscopy (salpingectomy) on (B)(6)2017). Essure was withdrawn. At the time of the report, the medical device removal, joint stiffness, arthralgia, neuralgia and dizziness outcome was unknown and the headache, libido decreased, disturbance in attention and musculoskeletal stiffness was resolving. The reporter considered medical device removal, headache, libido decreased, disturbance in attention and musculoskeletal stiffness to be related to essure. The reporter provided no causality assessment for joint stiffness, arthralgia, neuralgia and dizziness with essure. The reporter commented: one month after essure removal a very clear improvement was observed. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 28-mar-2017 for the following meddra pt: medical device removal: n° 626 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. A product quality defect could not be confirmed but is considered plausible. However, a relationship with the reported medical events is not plausible. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 7-mar-2017: the case was regarded as incident. The following adverse events were added: headaches; reduced libido; difficulty concentrating; stiff neck. Essure was removed on patient request; intervention required signalized. .patient demographic data, historical condition was provided. On 23-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and had loss of joint motion, joint pain, nerve pain, and dizziness. Upon receipt follow-up information, device was removed due to patient request on (B)(6) 2017 (seen as medical device removal). All events are unanticipated in the reference safety information for essure except medical device removal, which is anticipated. According to the information provided, the patient was hospitalized and a laparoscopic salpingectomy was performed to remove essure. In the present case, limited information was provided. Neurological and orthopedic symptoms were mentioned. Considering the nature of the reported events and the local effect of essure in the fallopian tubes, a causality was excluded. Regarding medical device removal, if removal of the micro-insert is necessary after essure insertion, surgery (salpingectomy or hysterectomy) may be required. In this particular case, the surgery was performed due to patient's request. Given the nature of the event, a causality between this event and essure use cannot be excluded. This case was regarded as incident because essure removal was required. A product technical analysis resulted in an unconfirmed quality defect, as lot number and complaint sample were not available. No further information is expected.